Manufacturer narrative:
Batch review performed on (B)(6) 2026 ball heads: mectacer 01.29.208 mectacer head biolox delta dia.36 12/14-s (k112115) lot 2340139: (B)(4) items manufactured and released on 02-nov-2023. Expiration date: 10-oct-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 1 year and 10 months from the primary, the patient came in due to a leg length discrepancy with the previously revised leg shorter than the contralateral side and the cause is unknown. The surgeon revised the 36mm biolox head s to a 36mm biolox head xl. The surgery was completed successfully.